Manufacturer narrative:
The current version of the twiist automated insulin delivery system user guide provides information about the potential causes of hyperglycemia and how to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The user remains ongoing on their twiist pump. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on (B)(6) 2026 and forwarded to millyard advanced medical products, llc on 08-may-2026. The user reported a hyperglycemic event with a glucose value of 401mg/dl on (B)(6) 2026. The user reported that the twiist cassette tubing appeared to have broken off near the leur lock connector while they were at work and they had not noticed that insulin was not being delivered. The user changed out the twiist cassette and infusion set tubing. The user further started that they would turn loop off, administer a manual insulin bolus of 8 units, and continue to monitor their glucose values. The user experienced nausea but confirmed they did not require emergency medical services. The user remains ongoing on their twiist pump.